Event description:
The customer reported a falsely elevated alinity I tsh result for one patient that was questioned by the clinical physician. The clinical physician was skeptical about the tsh result and was inconsistent with the patient¿s clinical presentation. The following data was provided: initial tsh result = > 100 uiu/ml. The tsh result that was generated on (B)(6) 2024 was 9.714 uiu/ml. There were no significant changes in free t3 and free t4 results. The customer retested the current sample and generated a tsh result of 96.6 uiu/ml. The customer took the sample and tested it on the maccura platform and generated a tsh result of 126.6 uiu/ml, which was consistent with the alinity I tsh result. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported a falsely elevated alinity I tsh result for one patient that was questioned by the clinical physician. The clinical physician was skeptical about the tsh result and was inconsistent with the patient¿s clinical presentation. The following data was provided: initial tsh result = > 100 uiu/ml. The tsh result that was generated on (B)(6) 2024 was 9.714 uiu/ml. There were no significant changes in free t3 and free t4 results. The customer retested the current sample and generated a tsh result of 96.6 uiu/ml. The customer took the sample and tested it on the maccura platform and generated a tsh result of 126.6 uiu/ml, which was consistent with the alinity I tsh result. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Review of tracking and trending for the alinity I tsh assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 61389ud06. A review of the device history record did not identify any nonconformances or deviations associated with the complaint lot. The overall performance of the alinity I tsh reagents in the field was reviewed using data gathered from customers worldwide. The median population result for the complaint lot is within established limits, indicating that the lot is performing acceptably in the field. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency of the alinity I tsh reagent lot 61389ud06 was identified. Updated d4 - catalog # - initial: 07p48-20 to 07p48-74. Updated d4 - lot # - initial: 61389ud00 to 61389ud06. Updated d4 - primary UDI number - initial:(B)(4).